Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
The customer reported that the battery light emitting diode (led) is not illuminating and the ventilator only powers on when connected to alternate current (ac) power. There was no patient involvement.

Manufacturer narrative:
G4: 16apr2020. B4: 17apr2020. The customer did not respond to multiple attempts to confirm the details of the evaluation and repair of this unit. No additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20apr2020 b4: (B)(6)2020 the customer provided additional information that replacing the power management board resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.